Event description:
It was reported that the tip of the dual ended probe was broken off in the pedicle when used to check the screw hole integrity. The broken tip was retrieved from the patient. There were no patient complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.